Event description:
It was reported that post open heart surgery, low level noise was observed on the atrial channel. P-waves were not sensed and inappropriate atrial pacing occured.

Manufacturer narrative:
No medwatch form was received.